Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a tilt table test. During the patient experienced a syncope, and the health care professional (hcp) noted pacing inhibition with loss of capture (loc) on the right ventricular (rv) lead. The patient was dependent. Technical services (ts) reviewed the data and found that two years prior, a signal artifact monitor (sam) episode had been stored, due to possible electromagnetic interference (emi) and oversensing of the right atrial (ra) activity on the rv channel. In addition, other multiple oversensing events were noted. Asystole was experienced. Ts suggested that the rv lead position could had exacerbate the oversensing and tilt table test. A chest xray was performed and confirmed the distal coil of the rv lead across the valve. Further testing and reprogramming were recommended. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a tilt table test. During the patient experienced a syncope, and the health care professional (hcp) noted pacing inhibition with loss of capture (loc) on the right ventricular (rv) lead. The patient was dependent. Pacemaker mediated tachycardia (pmt) events were stored. Technical services (ts) reviewed the data and found that two years prior, a signal artifact monitor (sam) episode had been stored, due to possible electromagnetic interference (emi) and oversensing of the right atrial (ra) activity on the rv channel. In addition, other multiple oversensing events were noted. Asystole was experienced. Ts suggested that the rv lead position could had exacerbate the oversensing and tilt table test. A chest xray was performed and confirmed the distal coil of the rv lead across the valve. Further testing and reprogramming were recommended. No adverse patient effects were reported. This ICD remains in service. Additional information indicated that some ventricular fibrillation (vf) events were undersensed. As a result, sensitivity adjustments were made to the rv; however, the patient continued to experience syncopal episodes. Consequently, tachy therapy was disabled, and an external defibrillator was required. No additional adverse effects were reported. The ICD remains in service.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update section b5 and h6 codes. Follow up report 1 (correction): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a tilt table test. During the patient experienced a syncope, and the health care professional (hcp) noted pacing inhibition with loss of capture (loc) on the right ventricular (rv) lead. The patient was dependent. Pacemaker mediated tachycardia (pmt) events were stored. Technical services (ts) reviewed the data and found that two years prior, a signal artifact monitor (sam) episode had been stored, due to possible electromagnetic interference (emi) and oversensing of the right atrial (ra) activity on the rv channel. In addition, other multiple oversensing events were noted. Asystole was experienced. Ts suggested that the rv lead position could had exacerbate the oversensing and tilt table test. A chest xray was performed and confirmed the distal coil of the rv lead across the valve. Further testing and reprogramming were recommended. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 3 (additional information): this report is being submitted to update section b5, e1, e2, d6b and h6 codes. Follow up report 2 (additional information): this report is being submitted to update section b5 and h6 codes. Follow up report 1 (correction): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a tilt table test. During the patient experienced a syncope, and the health care professional (hcp) noted pacing inhibition with loss of capture (loc) on the right ventricular (rv) lead. The patient was dependent. Pacemaker mediated tachycardia (pmt) events were stored. Technical services (ts) reviewed the data and found that two years prior, a signal artifact monitor (sam) episode had been stored, due to possible electromagnetic interference (emi) and oversensing of the right atrial (ra) activity on the rv channel. In addition, other multiple oversensing events were noted. Asystole was experienced. Ts suggested that the rv lead position could had exacerbate the oversensing and tilt table test. A chest xray was performed and confirmed the distal coil of the rv lead across the valve. Further testing and reprogramming were recommended. No adverse patient effects were reported. This ICD remains in service. Additional information indicated that some ventricular fibrillation (vf) events were undersensed. As a result, sensitivity adjustments were made to the rv; however, the patient continued to experience syncopal episodes. Consequently, tachy therapy was disabled, and an external defibrillator was required. No additional adverse effects were reported. The ICD remains in service. Additional information indicated that this ICD was successfully explanted and replaced. No additional adverse patient effects were reported. This ICD was already returned to boston scientific.

Manufacturer narrative:
The returned ICD was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. Follow up report 3 (additional information): this report is being submitted to update section b5, e1, e2, d6b and h6 codes. Follow up report 2 (additional information): this report is being submitted to update section b5 and h6 codes. Follow up report 1 (correction): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a tilt table test. During the patient experienced a syncope, and the health care professional (hcp) noted pacing inhibition with loss of capture (loc) on the right ventricular (rv) lead. The patient was dependent. Pacemaker mediated tachycardia (pmt) events were stored. Technical services (ts) reviewed the data and found that two years prior, a signal artifact monitor (sam) episode had been stored, due to possible electromagnetic interference (emi) and oversensing of the right atrial (ra) activity on the rv channel. In addition, other multiple oversensing events were noted. Asystole was experienced. Ts suggested that the rv lead position could had exacerbate the oversensing and tilt table test. A chest xray was performed and confirmed the distal coil of the rv lead across the valve. Further testing and reprogramming were recommended. No adverse patient effects were reported. This ICD remains in service. Additional information indicated that some ventricular fibrillation (vf) events were undersensed. As a result, sensitivity adjustments were made to the rv; however, the patient continued to experience syncopal episodes. Consequently, tachy therapy was disabled, and an external defibrillator was required. No additional adverse effects were reported. The ICD remains in service. Additional information indicated that this ICD was successfully explanted and replaced. No additional adverse patient effects were reported. This ICD was already returned to boston scientific.